Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of device dislocation ('one essure between the wall of the uterus and the intestine'). In a 28-year-old female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced swelling ("swelling"), (B)(6) year (B)(6) months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), uterine pain ("uterine pain"), pelvic pain ("pelvic pain"), dyspareunia ("pain during or after intercourse"), adnexa uteri pain ("fallopian tube pain"), back pain ("back pain"), heavy menstrual bleeding ("increase of menstrual flow"), menstruation irregular ("irregular menses"), headache ("headache"), genital infection female ("recurrent gynecological infections"), pain in extremity ("leg pain"), loss of libido ("libido loss/lack of sexual desire"), fatigue ("tiredness/already wake up tired"), depression ("depression"), arthralgia ("joint pain"), alopecia ("hair loss") and somnolence ("excessive somnolence"). And was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, uterine pain, pelvic pain, dyspareunia, adnexa uteri pain, back pain, heavy menstrual bleeding, menstruation irregular, headache, genital infection female, pain in extremity, loss of libido, swelling, fatigue, depression, arthralgia, alopecia, somnolence and weight increased outcome was unknown. The reporter considered adnexa uteri pain, alopecia, arthralgia, back pain, depression, device dislocation, dyspareunia, fatigue, genital infection female, headache, heavy menstrual bleeding, loss of libido, menstruation irregular, pain in extremity, pelvic pain, somnolence, swelling, uterine pain and weight increased to be related to essure. The reporter commented: she is waiting for the surgery. A new insertion date of the essure was received: (B)(6) 2015. Quality safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or other is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021, two new reporters (lawyers) were added, no new clinical information received, update to imdrf/FDA codes only. We received a lot number in this case. A technical investigation was conducted. Including a batch review. And a review of complaint records and other non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('one essure between the wall of the uterus and the intestine') in a 28-year-old female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced swelling ("swelling"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), uterine pain ("uterine pain"), pelvic pain ("pelvic pain"), dyspareunia ("pain during or after intercourse"), adnexa uteri pain ("fallopian tube pain"), back pain ("back pain"), heavy menstrual bleeding ("increase of menstrual flow"), menstruation irregular ("irregular menses"), headache ("headache"), genital infection female ("recurrent gynecological infections"), pain in extremity ("leg pain"), loss of libido ("libido loss / lack of sexual desire"), fatigue ("tiredness / already wake up tired"), depression ("depression"), arthralgia ("joint pain"), alopecia ("hair loss") and somnolence ("excessive somnolence") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, uterine pain, pelvic pain, dyspareunia, adnexa uteri pain, back pain, heavy menstrual bleeding, menstruation irregular, headache, genital infection female, pain in extremity, loss of libido, swelling, fatigue, depression, arthralgia, alopecia, somnolence and weight increased outcome was unknown. The reporter considered adnexa uteri pain, alopecia, arthralgia, back pain, depression, device dislocation, dyspareunia, fatigue, genital infection female, headache, heavy menstrual bleeding, loss of libido, menstruation irregular, pain in extremity, pelvic pain, somnolence, swelling, uterine pain and weight increased to be related to essure. The reporter commented: she is waiting for the surgery. A new insertion date of the essure was received: (B)(6) 2015. Lot number: b02267 manufacturing date: 2013-02 expiration date:2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer or other is not possible. Most recent follow-up information incorporated above includes: on 7-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('one essure between the wall of the uterus and the intestine') in a 28-year-old female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced swelling ("swelling"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), uterine pain ("uterine pain"), pelvic pain ("pelvic pain"), dyspareunia ("pain during or after intercourse"), adnexa uteri pain ("fallopian tube pain"), back pain ("back pain"), menorrhagia ("increase of menstrual flow"), menstruation irregular ("irregular menses"), headache ("headache"), genital infection female ("recurrent gynecological infections"), pain in extremity ("leg pain"), loss of libido ("libido loss / lack of sexual desire"), fatigue ("tiredness / already wake up tired"), depression ("depression"), arthralgia ("joint pain"), alopecia ("hair loss") and somnolence ("excessive somnolence") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, uterine pain, pelvic pain, dyspareunia, adnexa uteri pain, back pain, menorrhagia, menstruation irregular, headache, genital infection female, pain in extremity, loss of libido, swelling, fatigue, depression, arthralgia, alopecia, somnolence and weight increased outcome was unknown. The reporter considered adnexa uteri pain, alopecia, arthralgia, back pain, depression, device dislocation, dyspareunia, fatigue, genital infection female, headache, loss of libido, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, somnolence, swelling, uterine pain and weight increased to be related to essure. The reporter commented: she is waiting for the surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2019: events added: headache, joint pain, pelvic pain, pain during or after intercourse, recurrent gynecological infections, hair loss, increase of menstrual flow, irregular menses, excessive somnolence, weight gain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('one essure between the wall of the uterus and the intestine') in a (B)(6) female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced swelling ("swelling"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), uterine pain ("uterine pain"), adnexa uteri pain ("fallopian tube pain"), back pain ("back pain"), pain in extremity ("leg pain"), loss of libido ("libido loss/lack of sexual desire"), fatigue ("tiredness/already wake up tired") and depression ("depression"). Essure treatment was not changed. At the time of the report, the device dislocation, uterine pain, adnexa uteri pain, back pain, pain in extremity, loss of libido, swelling, fatigue and depression outcome was unknown. The reporter considered adnexa uteri pain, back pain, depression, device dislocation, fatigue, loss of libido, pain in extremity, swelling and uterine pain to be related to essure. The reporter commented: she is waiting for the surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter¿s information updated and lab data added. Furthermore, the events device dislocation, fatigue and depression were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.